Manufacturer narrative:
(B)(4) reported event was confirmed as visual examination of the provided pictures identified that the tip of the impactor is fractured. Device not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified the impactor pad was fractured and showed signs of use such as nicks, scratches, gouges, wear and strike marks. The features of the fracture surface were consistent with overload fracture. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the inspection of the loaner kit in the zb spain warehouse, it has been detected that the instrument has a thread split. Not patient involved. No surgery occurred.